Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any unauthorized computer access occurred within this controller. No lot release records were reviewed, as the product lot number was not found based on the serial number provided. .

Event description:
It was reported that a suspicious alert displayed on the patient's controller. The user alleged that this incident may have been caused by unauthorized access from a third party. According to the patient, device settings did not match the original basal rate entered by the patient's health care provider (hcp) following the alert. The user also reported that insulin was suspended by the system upon receipt of the alert. When the user resumed insulin delivery it was reported that the alert appeared again and it caused the system to suspend insulin. The controller will be returned for device investigation and replaced.

Manufacturer narrative:
In the case description, the user is reporting that someone was hacking into their pdm and made changes to their basal program. The pdm history shows a new basal program title "to king took 3wiki km joins link" was started after a new pod was activated on july 3rd. The new basal program dropped the total basal insulin delivery by 1.2u. A second change to the basal program was observed on july 12th while insulin delivery was suspended and total basal insulin delivery was increased by 3u. Inspection of the .ibf file and the android log files found no abnormalities with the basal program changes. Further analysis of the log files found evidence of the basal program being changed through the basalpresenter during the second occurrence indicating a change by the user. No evidence of the first basal program change through the basalpresenter was observed in the available log files, though commands were observed through the active basal manager that a new active basal record was created while there was no active pod. No alerts were observed in the log files that pertain to the basal program being changed. The pdm does display a notification that a basal program has started after a new pod is paired and has completed activation. Investigation found no issues that would indicate an unauthorized suspension of insulin within the log files. No evidence of an unauthorized third party accessing the user¿s device was found during investigation. An uncaught exception alarm was observed on july 12th several hours prior to the second basal program change. Analysis of the log files found two uncaught exceptions citing an illegal state exception. The error was successfully cleared by the user and the pdm had no issue with continuing insulin delivery and normal functionality after the alarm was cleared. Analysis of the log files suggest the alarm did not contribute to the reported event.